Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. . Part # 04.016.038s. Lot # 5943294. Manufacturing site: (B)(4). Release to warehouse date: (B)(4). Expiration date: 01 jul2022. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent the open reduction internal fixation with the multiloc proximal humeral nail for the fracture of the proximal humerus. After a week later of the surgery, the surgeon found out that inversion had occurred in the head of the humerus, and the nail had been broken, so that the patient underwent the shoulder arthroplasty. According to the surgeon¿s opinion, the nail was not firmly fixed and could not be held because the insertion position of the nail was slightly outward that caused the nail breakage. No further information is available. This report is for one (1) phn multiloc ø9.5 dcho can l160 tan. This is report 1 of 1 for complaint pc# (B)(4).